Manufacturer narrative:
The event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. A review of the manufacturing records for the last three lots purchased showed that the product met all manufacturing and quality standards. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. The root cause of the complainant's experience of a broken sleeve could not be confirmed because the event unit was not returned. Although the root cause could not be determined, it is possible that the cannula could have been exposed to excessive force. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Unknown procedure - "distal part of sleeve broken during surgery. No additional information available as hospital did not report the case at the time of the event but only a month later." Patient status - unknown. Type of intervention - unknown.